Event description:
The following information was reported to kci by the nurse educator: information was needed for changing their facilities wound v.a.c. Therapy procedures due to information from another facility that a previous patient had a foreign material alleged to be v.a.c. Whitefoam dressing let in the wound. On 21-apr-2015, the following information was reported to kci by the facility risk manager: a patient underwent a surgical procedure in order to remove foreign material, alleged to be v.a.c. Whitefoam dressing. The date of occurrence, patient information, and dressing lot number are not known by the reporting facility. The v.a.c. Whitefoam dressing lot number is not available, therefore a device history review could not be performed.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Whitefoam dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error.